Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. The pump passed the displacement test and active current test. Unit failed to pass the sleep current measurement due to high current. Unit failed to pass the self test due to pump error 75. No blank display noted during testing. Successfully downloaded history files and traces using thus. Unable to generate power management graph due to partial download. Unit was cut open to perform visual inspection and found evidence of moisture damage¿on the electronic assembly, motor home switch, and force sensor. In addition, j6 connector was found broken due to corrosion damage.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), corroded battery tube, corroded battery tube spring, corroded home switch, broken j6 connector. Blank display was not observed during analysis. Blank display not confirmed. Unexpected battery power loss is confirmed due to moisture damage on electronic stack. Pump error 75 is confirmed due to occurring during testing and due to moisture damage on electronic stack. Exposed to moisture is confirmed at the electronic stack and force sensor. Pump error 82 is confirmed due to being found in history files and traces and due to moisture damage on the motor assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a blank display after the insulin pump was exposed to water. No harm requiring medical intervention was reported. Troubleshooting was performed and the contacts of the battery cap are neither missing nor damaged. The display did not return after restarting the insulin pump. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.